Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 15.0 cm thoracic aortic dissection. It was reported that at the implant procedure the physician did not cover the subclavian because the patient could not have a spinal drain placed. The surgery went well and no endoleaks were present on the final angiogram. The patient returned for follow up and there was a type I endoleak seen. The physician took the patient back to the or but was unable to demonstrate the type I endoleak on the angiogram. The physician opted to extend the cuff up to the left carotid artery, covering the subclavian artery. This reportedly resolved the event. The physician stated that the cause of the event was anatomy related; specifically, the physician thought that when the intramural hematoma resolved it allowed a leak into the false lumen. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.